Event description:
Boston scientific received information that this right atrial lead exhibited pacing impedance measurements greater than 2,000 ohms in bipolar. Measurements were 445 ohms in unipolar however noise was observed. Out of range measurements were reproduced in bipolar. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.